Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4) no longer applies and instead (B)(4) applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study updated the event date from 2017-oct-03 to 2017-sep-15. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (9.2 mg/ml at 3.7006 mg/day) and bupivacaine (20.0 mg/ml at 8.045 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain, non-malignant pain, radicular pain syndrome (radiculopathies) and failed back surgery syndrome. It was reported the patient stated that she fell recently and sustained injuries which required medical evaluation and CT scans to rule out fracture. The radiologist told her she did not have any fractures but did have a transected spinal catheter. She had noticed poor pain relief since the fall but denied fluid collection at the spine or pump pocket site and denied spinal headache. They did a catheter dye study in the pain clinic but were unable to aspirate the catheter consistent with catheter transection. The hcp had recommended revision and/or replacement of the catheter. The hcp cut the anchor sutures and gently removed the catheter from spine. The catheter came out of the spine without resistance and was noted to be sheared off at lamina level. They would resume low dose intrathecal therapy once the catheter was revised. The catheter was explanted/replaced on (B)(6) 2017. The catheter was disposed of according to biohazard instructions. The device diagnosis was catheter break/cut. The clinical diagnosis was poor pain relief after fall. The outcome was resolved without sequelae on (B)(6) 2017. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.